Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that while infusion with cadd cassette pump frequently experienced high-pressure occlusion alarm. The issue temporarily stopped when the pump orientation was changed but recurred shortly thereafter. No catheter obstruction was observed. There was patient involvement and no patient harm.